Event description:
No osseointegration, primary stability was achieved, implant was completely covered by bone, peri-implantitis, infection, inflammation, mobility. Waited 4 months from the extraction to the implantation.